Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during loading an intraocular lens (iol) into a cartridge, the cartridge split. The surgery was completed with the split cartridge and loaded lens with no reported patient impact. Additional information was requested.

Manufacturer narrative:
The product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a lens, a handpiece and viscoelastic. Lens product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Without the lens diopter it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).